Manufacturer narrative:
Siemens local service engineer was dispatched to the site. The engineer replaced memory card in ias pc to resolve the issue. The unit was brought back to specifications. Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. On (B)(6), 2022, a patient was admitted to the emergency department. The patient required an emergency cerebral angiography and transcatheter intracranial thrombus removal procedure. Approximately 30 minutes into the interventional procedure, the system crashed and would not produce radiation. Hospital personnel was unable to bring the unit back to operation. This resulted in procedure delay as the physician was unable to open intracranial occluded blood vessels on the first try. The patient suffered permanent visual field defect and weakness of left limb.

Manufacturer narrative:
G1: email address field does not contain sufficient character length for email address. The complete email address for manufacturer contact office is (B)(6). H10: manufacturer narrative: h3, h6: siemens healthcare completed the investigation of the reported event. The investigation was performed based on expert discussions considering the complaint description, customer service reports, system log files, system log file history, and event simulation. According to the hospital's ae report, the patient was admitted to the emergency department on (B)(6) 2022, because of "inarticulate speech accompanied by weakness of the left limb for more than 2 hours". Intravenous rt-pa thrombolysis was actively used to establish the diagnosis of "cerebral infarction caused by cerebral artery embolism", but the effect was poor, requiring emergency cerebral angiography and transcatheter intracranial thrombus removal. During the procedure the image acquisition system (ias) suddenly malfunctioned and the system switched to "bypass" mode, where only continuous fluoroscopy with reduced image quality compared to acquisitions is available and the acquired scenes cannot be saved and reviewed. Image review and post-processing of already stored images are possible in the control room. According to the available information, the patient was, therefore, taken to another hospital for further treatment, as several restarts did not solve the present problem. The system started always in "bypass" mode. The health consequences are reported to be permanent visual field defect and left limp weakness. The detailed technical investigation revealed the root cause was the ias pc failing abruptly due to failure of random access memory (ram). Replacing the affected component solved the problem. The error has not again been reported since then. Since the ias-pc has been in operation for the last 8 years, expert opinion states that the aging of the hardware caused the failure of the ram module. The occurrence rate of the was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. H11 corrected data: h3: the complaint device had not been evaluated by manufacturer when the initial report was submitted on december 19, 2022. This field should have been checked "no" in the initial report.